Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 476 mg/dl with small traces of ketones. The customer reported that they forgot to deliver a bolus after eating a snack, which resulted in "running high during dinner". The customer delivered a corrective bolus via the pump to stabilize impacted bg level.